Event description:
The customer called to report high blood glucose levels for the past four days. The customer's blood glucose reading this morning was 376 mg/dl, which was not brought down by bolusing. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. However, the insulin pump failed the displacement test. The insulin pump also alarmed motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.